Event description:
According to the sales reps, during an axsos humeral proximal plate surgery, one of the last locking screws could not block the plate as it should be. After a lot of work, the surgery team could take off the screw. Then, they tried to block the plate again with another screw, thinking about the possibility that the previous screw was the problem. But, the thing was that the other screw also failed. Because of this, it seems for the surgery team, that the problem was the plate, that couldn't block as it was supposed to do it. Dr. (B)(6) was very upset about this and he is asking for an explanation.

Manufacturer narrative:
The device is not available for eval as it is still implanted. If add'l info is provided, the eval results will be submitted in a supplemental report.